Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset process, and instructed the customer to call back if the malfunction code recurs. The customer was able to continue using the pump without further issues.